Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was "stuck on 8" and the electromagnetic navigation was not operating as designed. There was no patient present when this issue was identified.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The issue was determined to be caused by use error and not properly connecting the system. If information is provided in the future, a supplemental report will be issued.